Event description:
It was reported that the nurse was trying to start therapy, but the arctic sun device primes and stops. Disconnected and reconnected using proper technique. Device primed and immediately stopped. Guided to diagnostics: system hours 13,787, pump hours 12,497, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0 lpm. Moved pads/probe to a different as ((B)(6)). Flow rate (fr) was settled at 1.4 lpm; small pads in place. Per follow up information received via phone on 30apr2026, transferred to the biomed. Spoke with biomed who stated they had this device in their shop a week or two ago. They did not repair the device because the part had not come in time and the nurses were requesting the device back. They would look into getting a pm completed. No repairs made at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.